Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/11/2014 with the following findings: the battery cap was not returned with the pump; all testing was performed with a test battery cap. The pump powered on with the test battery cap to a dim, discolored display. The black box showed one occurrence of the time/date defaulting on (B)(4) 2014. The time and date was accurately set at the start of the investigation. The pump was exercised for 24 hours, the battery was then removed for 6 hours, and it was confirmed that when the battery was reinserted after 6 hours without power, the time and date reset to 12:00 am (B)(4) 2007. The pump cover was removed for further investigation and an internal clock battery malfunction was observed to have occurred.

Manufacturer narrative:
Follow up #1 - correction to (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed a missing battery cap and a dim and discolored display. This report is made based on results of investigation completed on 09/11/2014.